Event description:
It was reported, following lead revision, the patient was having difficulty recharging the implanted stimulator. The patient had been getting 8 coupling bars but now was only able to get 0-2. Troubleshooting had been done. The antenna locate feature, a different recharger, additional spacer, and additional pressure when using the belt during recharging were alll tried with no success. Palpation of the pocket indicated the ins was level with the surface of the skin and fairly shallow. The patient is very thin. The ins was implanted in the right buttock. The ins appeared to have moved more lateral. It was suspected the ins might be flipped. The ins could move back and forth. The flip was not confirmed at the time of the initial report. Additional information received indicated an x-ray confirmed the ins was flipped. The patient underwent revision in 2009. The device was flipped over, and all 8 coupling boxes were achieved. See also MFR report #3004209178-2009-06552.